Event description:
It was reported that the surgeon reoperated on previous day CABG pt to clear clots and fluids that were there. Drains were placed like "chest tubes". Surgeon also placed six to eight clips on "ima" graft and cauterized "ima" bed before closing. The surgeon flushed the blake drain during reoperation and used it again for drainage. The surgeon used a y connector from another co. Additional info provided by the sales rep revealed that the surgeon cut the drain short, therefore, decreasing fluid suction.